Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The unknown failure mode was unable to be confirmed as all the device components were not returned. The investigation was unable to determine a conclusive cause for the unknown failure mode; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using 2 proglide devices after an unspecified procedure. Reportedly, unknown device failures occurred. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.